Event description:
The patient reported they had been hospitalized with hypoglycemia somewhere around (b)(6) 2026. The patient's blood glucose (BG) levels declined to 26 mg/dL while wearing the Pod for an unspecified duration of use. Paramedics were called to their home, and the patient was hospitalized overnight for monitoring and insulin treatment. Symptoms reported were incoherent and the patient was "nearly comatose." The patient was treated with insulin, and blood work was performed. The patient was released the following day. Additionally, the patient mentioned they were unable to connect their Omnipod 5 and libre 2 sensor, which resulted in the low BG levels.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. Locked Down Smartphone: Data not available.Omnipod Software App Version: 3.1.6. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.